Event description:
The pt reported that the infusion device displayed an e2 (battery depleted) error without first displaying an a2 (battery low) alert. No physiological effects were reported. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplement report.